Manufacturer narrative:
The device was not returned for evaluation. A review of the electronic lot history record (elhr) for this product and a similar incident review was not performed because the lot number was not reported and the product was not returned for analysis. The reported patient effect of tissue damage is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the foot of the device did not retract fully after deployment and there was resistance when attempting to remove the device. The lever completely closed but the "anterior section of footplate was reportedly not flush with the device". Therefore, the device was removed from the patient with the foot partially opened. There may have been some minor vessel or tissue damage due to the removal of the device with the foot partially open. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no other treatment needed for tissue or vessel damage. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.